Event description:
It was reported that this right ventricular (rv) lead experienced high out of range shock impedance. As a result, code 1005 had been triggered while inappropriate shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided a resolution recommendation. It was noted that additional shocks were delivered but the code did not appear again. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead experienced high out of range shock impedance. As a result, code 1005 had been triggered while inappropriate shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided a resolution recommendation. It was noted that additional shocks were delivered but the code did not appear again. The lead remains in use. No additional adverse patient effects were reported. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.